Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to infection at the bottom of their left breast. It was noted that the device had migrated from the sub-pectoral to the bottom of left breast. No further patient complications have been reported as a result of this event.